Event description:
On (B)(6) 2009, the pt was implanted with a scs system. On (B)(6) 2009, it was reported that the pt was stuttering and jerking after having fallen twice two days prior and hitting her head. Pt said her knee was going out on her and had had foot surgery on (B)(6) 2009. The pt's husband was advised to call the pt's doctor, 911, or take the pt to the ER. On (B)(6) 2009, the pt fell again and spent most of the day in bed. The pt's family thought that pain medication was causing the symptoms. Pt was scheduled to have an appointment with the pain doctor on (B)(6) 2010 to reprogram and follow up on the issue. On (B)(6) 2010, it was reported that the pt's ipg had flipped and was not communicating. On (B)(6) 2010, the doctor replaced the ipg.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.